Event description:
A fractured instrument was found in sterile processing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The hospital the instrument was returned from is: (B)(6). (B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Device history record was reviewed and no discrepancies were found. Review of complaint history identified no additional similar complaints for the reported part and lot 63409380 combination(s). Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.